Event description:
Multiple discordant advia centaur xp results were obtained on multiple patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences, due to the discordant patient results.

Event description:
Multiple discordant advia centaur xp results were obtained on multiple patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant patient results.

Event description:
Multiple discordant advia centaur xp results were obtained on multiple patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant patient results.

Event description:
Multiple discordant advia centaur xp results were obtained on multiple patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant patient results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant patient results was due to clogged aspirate probe. The fse replaced the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant advia centaur xp results were obtained on multiple patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant patient results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant patient results was due to clogged aspirate probe. The fse replaced the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant patient results was due to clogged aspirate probe. The fse replaced the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant patient results was due to clogged aspirate probe. The fse replaced the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant patient results was due to clogged aspirate probe. The fse replaced the aspirate probe. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.